Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and when inserted into the cardiac cavity, reverse blood was observed from the hemostatic valve. The amount of blood was 'a few drops', the exact amount of which was unknown. No air entered the patient's body. There were no damages or dislodgments identified to the hemostatic valve, brim cap, or hub. Since the reverse blood was observed from the hemostatic valve, the physician decided to replace the sheath with another new one. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).